Event description:
Additional information was received that the in line extension was replaced along with the battery due to impedances. All impedances were normal except 0 when compared to 1. Provider reported that patient did not report the shocking sensation to them and the operative report at time of replacement did not note any loose or disconnect hardware, only that impedances were high prior to surgery.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown, product type. Extension product ID neu _unknown_lead lot# serial# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). Product code and PMA # for which activa sc 37603 is approved under. The patient was implanted for malignant pain, which is not an approved indication for use of the activa sc 37603. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the second time the patient had their battery replaced the "prongs" came loose and during that time the patient experienced shocking sensation from the stimulation. The battery was replaced as expected, but "everything else" (i.e. Extension/lead) had to be repaired too. The issue was resolved. The patient also noted that their batteries were replaced every 5 years, and that this even occurred about 5 years prior to this report; however, the exact timeline of this event was not clear.